Manufacturer narrative:
A check of the sterilization charts of the lot# of all the components involved was performed. Details as per following: no anomalies detected on a total of 63 smr cementless stems manufactured with lot#1407170; no anomalies detected on a total of 63 smr reverse humeral bodies manufactured with lot# 1411329; no anomalies detected on a total of 60 smr reverse liners standard manufactured with lot# 1406760; no anomalies detected on a total of 60 smr metal back glenoids small-r manufactured with lot# 1408235; no anomalies detected on a total of 39 smr glenospheres dia.36 mm manufactured with lot# 1408235; no anomalies detected on a total of 250 bone screws dia.6.5 mm-h.20 mm manufactured with lot# 1404843 and no anomalies on a total of 200 bone screws dia. 6.5 mm-h.25 mm manufactured with lot# 1408652. Thus indicating that the products were correctly sterilized before being placed on the market. At the moment, no x-rays related to the surgeries, no explants and no patient data are available. We will send a final emdr once the evaluation will be concluded.

Event description:
Right shoulder revision surgery involving a smr reverse prosthesis performed on (B)(6) 2018 due to infection. According to the info reported, all the components implanted during the previous surgery, done on (B)(6) 2014, were removed. Event happened in us.